Event description:
It was reported that via remote transmission, inappropriate atp and hv therapies for supraventricular tachycardia was observed. Programming changes were made. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.